Event description:
Based on investigations of the complaint documented in the medwatch with submission number 1823260-2017-00774-00, an issue with a modular pre analytics system (mpa) could not be ruled out as a possible root cause. This medwatch will apply to the mpa system. The customer stated that an erroneous result was reported outside of the laboratory for one patient sample tested for ise indirect na for gen.2 (sodium) on a cobas 6000 c (501) module - c501. An aliquot of the sample, processed on a modular pre analytics system (mpa), initially resulted as 158 mmol/l. The initial value was reported outside of the laboratory. A physician questioned the sodium result, so the sample was repeated and a new sample was collected from the patient for testing. The primary tube of the sample was repeated on a different c501 analyzer, resulting as 143 mmol/l. The new sample resulted as 142 mmol/l when tested on the other c501 analyzer. The repeat result from the complained sample and the result from the new sample were believed to be correct. The patient was not adversely affected. The sodium electrode lot number was t37. The sodium electrode expiration date was asked for, but not provided. The customer noted that the sample had a fibrin clot. The field service engineer determined that the pinch valve tubing being used for the ise system of the c501 analyzer was incorrect as it was specified for use on a cobas 6000 e 601 module. He replaced the tubing with the correct tubing. He performed a reagent prime. He performed an ise check and this had stable results. He replaced the sample probe and reaction cells since the total protein assay calibrations were failing. Total protein calibrations passed after replacement of parts. Ise calibrations passed and controls recovered within the customer's ranges. He performed precision studies. A specific root cause for the event in relation to the c501 analyzer could not be determined based on the provided information. An issue with the mpa system could not be ruled out as a root cause.

Manufacturer narrative:
Investigations have determined the root cause of the event to be a fibrin clot in the sample. It is likely that the clot was sticking to the sample probe, causing additional sample volume to be transferred to the ise dilution vessel. A contaminated outer surface of the sample probe can lead to pipetting of a larger amount sample volume, in turn causing the high results.

Manufacturer narrative:
The field service engineer checked the mpa system hardware and operation. The customer stated that the sample probe picked up fibrin at the time of the issue. There was no issue with the system hardware, the event was related to the sample itself. The customer ran controls and all were within specifications. The system was determined to be operational.